Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017: excessive force.

Event description:
It was reported that the pressurewire x, wireless device was to be used in the left anterior descending (lad) lesion. However, the non-radiopaque distal portion of the device unintentionally entered into a septal branch. Once forcibly pulled back, a fracture occurred. The fracture portion was attempted be retrieved by a snare device but was unsuccessful. A stent was was deployed to press the retained fragment against the vessel wall. There was no patient sequela. No additional information was provided.

Event description:
Subsequent to the initial report, the following information was provided: the distal tip was in two pieces.

Manufacturer narrative:
A visual inspection and additional testing methods were performed on the returned device. The reported difficulty to remove was not able to be confirmed, but the material separation was able to be confirmed (distal tip coil separation). Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulty to remove and material separation appear to be related to user error. The guidewire was returned with bends and kinks throughout, as well as a separation to the guidewire¿s distal tip coil¿which is consistent with the reported separation. Additional testing was performed on the guidewire to determine the failure mode of the separation. The testing revealed the faces of the separations show signs of a ductile fracture¿which is consistent with external force causing the separation to occur. There were no anomalies nor defects noted to the guidewire which contributed to the separation resulting in the device embedded in tissue. Information from the field stated that the excess force was used in the removal of the pressurewire guidewire from the patient, despite the withdrawal resistance. The pressurewire instructions for use, warns that ¿torquing or excess manipulation of the guidewire in a sharp bend, against resistance, or repeated attempts to cross a total occlusion may damage or fracture the guidewire. In this case, it was determined that the excess force used during the resistance encountered during guidewire withdrawal directly caused the material separation. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.